Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a flashing display. Customer installed new battery and monitored insulin pump for 2 hours and frozen display recurred. Customer stated display was flashing. The customer was assisted with troubleshooting and display did not return. Customer also reported critical pump error alarm. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.

Manufacturer narrative:
Retainer = black. Customer returned the device for alleged critical pump error (open book image) alarm, a broken force sensor was detected during seating or regular delivery alarm, and partial display found on july 14, 2022. The device was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify partial display/missing segment anomaly due to critical pump error (open book image) alarm. Successfully downloaded history and trace files using thump. A review of the downloaded history files reveals on july 14, 2022 at 19:55 the pump alarmed a broken force sensor was detected during seating or regular delivery which caused the critical pump error (open book image) alarm. The device was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (electric boards), the motor, force sensor flex tail, and force sensor. The force sensor zero offset is within specification (23.5 mv). Critical pump error (open book image) alarm anda broken force sensor was detected during seating or regular delivery alarm are due to moisture damage on the force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked battery compartment, and cracked battery tube threads. Critical pump error (open book) alarm and a broken force sensor was detected during seating or regular delivery alarm are confirmed are due to moisture damage on the force sensor. Partial display is unknown due to critical pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.